Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise, and high impedance and low impedance measurements were observed. The lead was capped.